Manufacturer narrative:
Sensor manager software measurements confirmed that sensor sn: (B)(6) triggered a false ec# 30 (led disconnect) alert. D9 device available for evaluation? Yes, device received on 02 feb 2021. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 104. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 04th 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.